Event description:
Approximately four months post tavr the patient was treated for heart failure. A tte revealed paravalvular leaks on the anterior and posterior sides. A second 23mm sapien xt valve was implanted; however, the pvl did not decrease. The surgical team is evaluating a course of action. The first valve was implanted in an 80:20 a/v position; the second valve was implanted in a 60:40 a/v position. During both deployments, the coaxial alignment of the delivery system and valve was described as good. Ventilations were held and there was no loss of pacing capture during deployment. The native annulus measured 17.5mm x 24.5mm with an area of 330mm2 on CT. Calcification of the native annulus, native leaflets, aortic root, and sinotubular junction was all reported as mild.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.